Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen displayed "ink blots". Reportedly, the display is still readable. Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump for continued insulin therapy.